Manufacturer narrative:
A service visit was performed. A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A nurse reported that the probe did not cut nor aspirate when the surgeon pressed the foot pedal during a vitrectomy surgery. The probe was connected correctly to the unit with two green rings around the connector. A new standalone vitrectomy probe was taken and it worked. There was no harm to the patient. There was a 3 minute delay, the surgeon did not find it clinically significant. No further information is expected. This is one of two reports being filed for this facility. This report refers to the female patient.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The vitrectomy valves were replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The probe was returned for not cutting or aspirating. A device history record review for each of the probe lots was conducted. No anomalies were found, the product was released based on the product¿s acceptance criteria. The complaint sample was visually inspected and deemed nonconforming. Foreign material was present on the needle. An actuation test was performed and deemed conforming. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The cut movement was choppy and did not always cut. The probe was disassembled and the components inspected. There was approximately 30-40 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The root cause of the reported cutting and aspiration issues can be attributed to the vitrectomy valves. The complaint evaluation did not confirm the probe did not aspirate. The aspiration performance met specification. The complaint evaluation did confirm the probe cut performance was poor. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. The mostly likely cause for this poor choppy cutting is from a worn inner cutting edge or from foreign material impeding the movement of the cutter shaft. Foreign material may also have been present causing the aspiration issue stated for this probe and then has become mostly dislodged prior to the complaint being evaluated. The shaft could also rub against other components in the engine, such as the o-rings or spacers. The exact reason for this restriction of movement cannot be determined from this evaluation. No action is being taken for the complaint as the probe has exceeded the useful life of the probe; however, to reduce the frequency of probe complaints, an investigation has been initiated. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).